Manufacturer narrative:
Additional information: added event site telephone. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sc connector and cable were observed to be cut off from the iab and not returned. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A kink was observed on the catheter tubing approximately 76.2cm from the iab tip. Additionally, a kink was observed in the inner lumen approximately 11.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported alarm due to the returned state of the device. The sc connector and cable were not returned for evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), they were receiving the "unable to calibrate' message. The insertion site was femoral. They had tried reinserting the fo cable, and recalibrating several times without success. A bedside aline showed a blood pressure in the 120s/50s. They were moving quickly and decided to end the call to try a different iab pump. Called the customer back 15 minutes later and they reported the same message with a different pump. Advised them that was likely a catheter related issue, and advised that we could attempt to transduce the central lumen. They suggested this to the physicians at the bedside, but the decision was made to remove and replace the balloon catheter. There was no reported injury or adverse event to the patient.